Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was vomiting and had diarrhea in the evening while the tandem t: slim x2 insulin pump showed egv around 88 mgdl. No medication taken and she just went to bed. In the morning of (B)(6), the patient was still vomiting and having diarrhea so she called the senior living community facility security to help her. The egv was still at 88 mgdl while bg fs was showing high with no value. The security called paramedics. The paramedics checked her manual bg but the daughter was not informed about the bg value and egv was reading around 88 mgdl. When they arrived at the emergency room (ER) around 07:30 am, the patient's daughter removed the patient's pump before the manual bg was checked so they were not able to check the egv. The patient's bg at the ER was 683 mgdl. They administered insulin drip. The patient stayed at the hospital until (B)(6) 2025. While at the hospital, they were injecting 6 units of insulin at night and 3 units of short acting insulin before meals. The patient's last bg reading before going home was 202 mgdl and was discharged around 04:00 pm. The patient was better after the event. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.